Event description:
Additional information reported that the patient had not had the surgery yet. Additional information: it was reported that the new catheter was implanted. The patency of the new catheter was verified by side port aspiration. The patient was restarted with prialt, but it was too early to know therapy results. It was also reported that the old catheter was capped off and left in the patient. It was later reported that the patient's wounds had healed well and was feeling the renewed therapy. The patient was experiencing about 60% relief.

Event description:
A catheter occlusion was reported; unable to aspirate the catheter. It was reported the patient experienced decrease pain relief; less than 50% of therapy relief. A catheter replacement was planned. It was noted no patient injury/no adverse event. The pump delivered prialt. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).